Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) unit was broken and not functional. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation finding, investigation conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found no problem with this unit. The fse also performed coiled cable field action against separate service order. The fse performed functional check and safety test, then returned unit to clinical service. Patient involvement is unknown.

Event description:
N/a